Event description:
Surgeon was performing a two level llif with a single level tlif at l2-l5 with posterior fixation using the excelsius gps for the first time. The two level lateral at l2-l4 was performed first, and then the patient was flipped prone for screw insertion. The drb was inserted and ict registration fixture placed. We did not register the surveillance marker. An airo scan was obtained for the intra op workflow. Automatic registration was not obtained, so manual registration was performed. We also noticed a registration shift error, however proceeded with the accuracy check. Bbs within the ict fixture were touched as well as quattro spike, both of which were accurate. We then registered the surveillance marker after removing ict fixture and proceeded. All eight screws were placed. Flouro confirmation images showed all screws were lower than planned with the right screws being even lower than the left. Another airo scan was obtained to verify screws were not to plan. Case was aborted and dr. (B)(6) proceeded to replace screws using a jamshidi and fluoro. We began trouble shooting and came to the conlusion that at some point between accuracy check and the placement of first screw, the drb was shifted. Looking closer at images of ict set up and first airo scan seemed to show that the ict pivot arm may have been resting on the drb.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluation determined there was no system malfunction. The investigation found that the dynamic reference base (drb) had shifted between the snapshots before and after intra-operative CT scan. Software correctly detected the shift and alerted the user. The landmark check did not involve anatomy, hence did not show the shift. The surveillance marker was registered 33 minutes after loading the scan. Thus, the software could not monitor any drb shift during this time. Users are advised to register surveillance marker before intra-operative CT scan and perform landmark check using anatomy. There was no impact to the case. The screws were replaced using fluoroscopy and was successfully completed without further incident. There was no malfunction of the system and existing mitigations worked as expected. The cause of the reported issue was traced to user technique.